Event description:
It was reported that noise was noted on the stored egms. No therapy was delivered. An x-ray showed no abnormalities. However, lead fracture was suspected. Due to the patient's declining health, the lead will not be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.